Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, b30 scope communication error was not confirmed. The unit was tested with a clv-190 light source combined with a lft-s190-5 and lft type vh test scopes. The b30 error did not occur during testing. However, a worn-out video connector causing poor connection was noted and required replacement. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred with the visera elite video system center. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. The surmised cause of the b30 error is due to the operator connecting the video connector with a foreign object such as chemical residue, waterpipe, sebum staining, dust and gauze. Alternately, a presumed poor connection occurred due to the abrasion of the video connector. As a result, a temporary poor contact at the electric junction contributed to the b30 scope communication error. The instructions for use (IFU) states: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Olympus will continue to monitor complaints for this device.